Manufacturer narrative:
The final result obtained for the initial sample was corrected by the customer from 1100 pg/ml to a value of 1134 pg/ml. The calibration performed on 18-aug-2022 had signals that were within expected values. Quality controls were within specified ranges. The customer did not follow the recommendations in the method sheet. He diluted a patient sample that did not qualify for dilution. Sample dilution with saline or water is not recommended. Per product labeling: "samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml). After manual dilution, multiply the result by the dilution factor. After dilution by the analyzers, the software automatically takes the dilution into account when calculating the sample concentration. The endogenous analyte concentration of the diluent (< 220 pmol/l or < 60.0 pg/ml) is not taken into account for dilutions above the measuring range." The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys estradiol iii (e2 iii) assay on a cobas 8000 e 801 module. The first sample initially resulted in an e2 iii value of >test, accompanied by a data flag. The sample was subsequently diluted with an unknown dilution factor by the analyzer, finally resulting in a value of 1100 pg/ml. A second sample from the same patient, received several days later by the laboratory, initially resulted in an e2 iii value of <5 pg/ml, accompanied by a data flag. The sample was diluted 1:100 and resulted in a high value. No specific value was provided. With this sample, heterophile antibody analysis, precipitation with peg and incubation with heterophilic blockers were performed. All tests showed low results. No specific value was provided. The sample was then diluted with saline and water with an unknown dilution factor resulting in values <5 pg/ml, accompanied by a data flag. The sample was diluted with the multiassay diluent with an unknown dilution factor, resulting in a value of 11-13 pg/ml. It is not known which result is deemed correct. It is unknown if a questionable result was reported outside of the laboratory. The e2 iii reagent lot was 592154 with an expiry date of 31-dec-2022.